Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had drawer failure. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the legacy half-height drawer had failed due to the issues with the rails and bumper stoppers. A field service engineer disassembled the drawer, re-installed bumper stoppers, adjusted the retractor bands and reseated all cables to resolve the issue. The system functioned as intended after the field service engineer repaired the device.